Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose was 350 mg/dl. The customer took 8 units by injection. The customer not able to change set and does not have tubing clamp with her. The customer can't further troubleshoot for high blood glucose. The customer had hallucinations this morning and her blood glucose was in the 300 then went to 488 mg/dl. After launch. The customer was advised to see healthcare provider about her pump settings, time and date had to be corrected on the device. The customer does not have settings written down to compare.